Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2014 with the following findings: the display screen was dim and discolored. A crack was found at the bottom of the battery compartment and also above the grip pad of the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2014.